Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the sheath exhibited air ingress during aspiration and that blood was leaking through the hemostatic valve. The sheath was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the flexcath advance sheath, 4fc12 with lot 51080, was returned and analyzed. Visual inspection of the sheath showed that the shaft was kinked at 8.05 inches distal from the handle. Air aspiration was reproduced when a test balloon catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; the valve was torn. In conclusion, the reported issue of air ingress during aspiration was confirmed through testing. The flexcath advance sheath, 4fc12 with lot 51080, failed the returned product inspection due to a leaking hemostatic valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.